Event description:
It was reported that the clip did not come out. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Misassembled lifter spring. Evaluation summary: the er420 instrument was returned with the lifter spring misassembled. The instrument was cycled and ejected 4 clips, and fed and formed the remaining 5 clips within manufacturing requirements.